Event description:
It was reported that the left ventricular lead exhibited a loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.